Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Photograph provided shows that the device is fractured. Review of device history records identified no deviations or anomalies during manufacturing. No medical records were provided. X-ray image was assessed but does not capture entire implant including proximal body which is where the complaint lies. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item number 00625006525 item name bone scr 6.5x25 self-tap lot # 63947881; item number 010000847 item name g7 neutral e1 liner 32mm c lot # 6108982; item number 11-302017 item name arcos 17x300mm intlkngdist lot # 037500; item number cp250314 item name 5.0mmx45mm ti kaessmannscrew lot # 608980; item number cp250312 item name 5.0mmx35mm ti kaessmannscrew lot # 450860; item number cp250315 item name 5.0mmx50mm ti kaessmannscrew lot # 384030. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a tha at unknown date. Subsequently the patient underwent a revision 2 weeks ago due to broken arcos 70mm size a high offset proximal body. Attempts have been made and additional information on the reported event is unavailable at this time.